Event description:
It was reported that the patient presented remotely with an alert for low pacing impedance on their right ventricular (rv) lead. Upon interrogation in the clinic, the alert for low pacing impedance was confirmed with measurements. Furthermore, non-capture was noted when the patient held their breath or laughed. A chest x-ray was requested by the physician. Finally, the rv lead was explanted and replaced successfully on (B)(6) 2021. It was noted that the lead was being crushed by the clavicle which resulted in erosion of the insulation on the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture, low pacing lead impedance, insulation damage and clavicle crush were confirmed. Insulation damage was noted at both the inner and outer coil at 17.4 cm to 19.8 cm from the connector pin. The damage sustained resulted from clavicular crush. The cause of the reported events was isolated to the breached insulations at the clavicular crush region. No other anomalies were found.